Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic, pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), migraine ("migraine,/headaches"), nausea ("nausea"), epilepsy ("epilepsy/seizures"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), genital haemorrhage ("abnormal bleeding (general)") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("other injuries/symptoms weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy(bilateral)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain, dyspareunia and menorrhagia had resolved and the weight increased, migraine, epilepsy, urinary tract infection, vaginal discharge and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, epilepsy, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain,dyspareunia (painful sexual intercourse),bleeding menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2013: test bilateral occlusion.. Concerning the injuries reported in this case, the following ones were reported via social media,seizures salpingectomy, nausea,migraine,infection bladder,medical device removal, fatigue, dysmenorrhea . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: pfs received. Event added-seizures, uti, genital bleeding, vaginal discharge, nausea, migraine,/headaches, lower abdominal pain,fatigue, dysmenorrhea . Aka was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic, pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)") and was found to have weight increased ("other injuries/symptoms weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dyspareunia and menorrhagia had resolved and the weight increased outcome was unknown. The reporter considered abdominal pain, dyspareunia, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain,dyspareunia (painful sexual intercourse),bleeding menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: test bilateral occlusion.. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Case becomes an incident. Injury event was removed. New events added: pelvic pain, chronic abdominal pain, dyspareunia (painful sexual intercourse),bleeding menorrhagia (heavy menstrual bleeding), weight gain were added. Outcome of the events pelvic pain, chronic abdominal pain and bleeding menorrhagia (heavy menstrual bleeding) were updated to recovered/resolved. Reporters and lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.